Event description:
Boston scientific received information that this patient's system; pacemaker, right ventricular lead and right atrial lead exhibited high out-of-range pacing lead impedance measurement. The cause was not determined. The device was electively explanted due to normal battery depletion while the ra lead and rv lead were surgically abandoned. No adverse patient effects were reported. This report will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.